Event description:
Screen shows various phantom lines and areas with different colors on the screen as shown in pictures attached. They change spots; areas and shapes as different menus are selected. They are noticeable in software mode as well. Touchscreen calibration however did not reflect any abnormalities and the screen was white as per normal. Please advise. Please list the part number that will need to be replaced; if any.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2; eobs2 from the FDA inspection conducted between july 17 to july 21; 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment or during maintenance. The root cause may be linked with a lack of maintenance. As correction; the cable was cleaned. It is unclear whether additional corrections were implemented. There was no reported patient or user harm.